Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reported that the master tool manipulator 2 (mtm) caused non-recoverable error 25521. The mtm2 was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The mtm unit was placed on a mini console but could not be tested because the error was causing the mtm not to initialize. It was observed that the board voltages on the gimbal were not present. During troubleshooting, the long black and white flat flex cables (ffcs) were swapped/jumped with new ones and the error still occurred. The slip ring board was swapped out with a new one and the error still occurred. The embedded serializer in master platform (esmp) was also swapped out with a new one and the error still occurred. The slip ring board was swapped out with a new one and the error went away. The unit was tested on a mini console and passed the joints, pots and rom, j23 balance, gravity comp normal and flipped, sine cycle, check sensors, opto buttons and grip pads tests. The original slip ring was returned, and the error occurred again. The slip ring board will be replaced as a fix.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer encountered a non-recoverable error 25521. Technical support engineer (tse) reported that the onsite logs show errors: 25521, 23031, 2300 on the master tool manipulator left (mtml). The mtml was controlling arm 2. The customer brought in arm 1 and the same issue occurred as they were both controlled by mtml. The doctor decided to convert to laparoscopic surgery prior to calling in. The customer has a case to follow but will probably not use the robot because of this issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales manager (csm) was present for the case and confirmed the issue was related to the mtml. He confirmed that the surgeon had elected to convert to laparoscopic surgery prior to calling tech support. The procedure was completed successfully with no patient injury. There was a procedure delay of approximately 15 minutes.